Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a low blood glucose (bg) level. The customer declined to provide further information regarding the event and reported the bg levels had been resolved.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue was unable to be evaluated due to usb pin damage.